Event description:
Related manufacturer report number: 2017865-2021-39889. Related manufacturer report number: 2017865-2021-39890. It was reported that the patient presented in clinic. Upon interrogation, it was noted that the atrial, right ventricular, and left ventricular leads exhibited high capture thresholds. Also, low p-wave and r-wave sensing were noted. Through testing, it was confirmed that all 3 leads were dislodged. The leads were explanted and replaced. The patient was in stable condition.